Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the balloon of the swan ganz catheter was ruptured and detached from the catheter during use. The results of x-ray showed no missing balloon remained in the patient body. Patient demographic information requested but unavailable. There were no patient complications reported.